Manufacturer narrative:
Device evaluation summary: device evaluation of the battery charger sn (B)(4) has been completed. The reported problem (unable to charge battery) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was isolated to contamination on the charger pca. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the defective battery charger.

Event description:
A zoll dist returned battery charger sn (B)(4) to report that the charger was unable to recharge a battery.